Event description:
It was reported that the patient developed sepsis. The cause of the sepsis has not been revealed, the implanted cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Further review of the manufacturer's database revealed the patient is deceased and died nine days post explant of the device system. No further information has been received.